Event description:
Device malfunction: dislodged. Time of malfunction: during procedure. Symptoms/ae: unintended site. It was reported that a physician attempted to place an omnilink stent in a highly calcified and tortuous iliac artery. Reportedly, the stent slipped off the balloon. The physician repositioned the balloon inside the stent and deployed the device at the unintended location within the iliac artery. A second stent was used and it was successfully placed at the target lesion. There is no plan to remove the misplaced stent. No additional information is available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt, and device information. The device remains in the pt. The lot number was provided. A review of the device history did not produce any findings relevant to this report.